Event description:
Monarticular septic arthritis of the injected knee [arthritis bacterial], pain on active and passive movement [pain], general malaise [malaise], swelling of the involve knee [joint swelling], effusion [joint effusion]. Case description: literature-spontaneous report was received on 2/29/2012 from an author regarding a (B)(6) female pt, initials unk, with osteoarthritis. This report is from a literature article entitled "septic arthritis of the knee following intraarticular injections in elderly pts: report of six pts." The pt's medical history was significant for asthma, ischemic heart disease and hyperlipidemia. On an unspecified date, the pt was admitted to the hosp for an unk medical condition. While in hosp, one to five days after intraarticular injection, the pt was diagnosed with monoarticular septic arthritis of the injected knee and was transferred to ER. The pt presented with general malaise while in ER but had no fever. Physical examination of the pt revealed swelling of the involved knee, the presence of the effusion and pain on active and passive movement. On an unspecified date, arthrocentesis was performed, synovial fluid analysis revealed white blood cell count (wbc) 28,250 k/mcl and 96.5% neutrophils. Synovial fluid culture was positive for staphylococcus coagulase. The pt's blood test results showed neutrophils 90.6%, wbc 10.37 and c-reactive protein 17.64 (units and normal ranges not provided). The pt was treated with intravenous cloxacillin, oral rifampicin and underwent arthroscopic lavage and synovectomy (eight days from admission). The intraoperative findings included congested and thickened synovium with a purulent material. Postoperative surgical drains were placed. Post surgically the pt was treated with antibiotics (four to six weeks) after surgery, knees were immobilized for 3 days and were put in continuous passive motion physiotherapy machine, and drains were left for several days. On an unspecified date, the pt was discharged. The action taken with synvisc treatment was not provided. The pt recovered from the event of monoarticular septic arthritis of the injected knee. The outcome for the event of pain on active and passive movement, general malaise, swelling of the involved knee and effusion was not provided. Concomitant medications were not provided. The intensity for all the events was not provided. The reporting author assessed the relationship between synvisc and the events of monoarticular septic arthritis of the injected knee, pain on active and passive movement, general malaise, swelling of the involved knee and effusion as possible.

Manufacturer narrative:
Eval summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complains. The qa investigation summary was received on 3/5/2012. MFR's comment: the benefit-risk relationship of the product is not affected by this report. Report source literature description: journal: israel med association journal, author: shemesh s, heller s, salai m, velkes s, title: septic arthritis of the knee following intraarticular injections in elderly pts: report of six pts, volume: 13 (12) year: 2011, pages: 757 - 60.